Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high defibrillation impedance above 200 ohms. No intervention was performed. The patient was stable and would continue to be monitored.